Manufacturer narrative:
The t:slim pump user guide states that: if you start to set up a temp rate but do not complete the request within 90 seconds, the incomplete temp rate occurs. Tap close to respond. The temp rate screen will appear. Continue setting up your temp rate or tap back if you do not want to continue setting up your temp rate.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete temp rate alert and was unsure on how to clear the alert. The customer's blood glucose (bg) level was 433 mg/dl and administered a correction bolus to address bg level. Tandem technical support (cts) educated the customer on how to clear the temp alert. During follow up with cts the customer's blood glucose was 463 mg/dl due to eating more food but had given another correction. Cts called customer back and the customer reported that bg levels have decreased (330 mg/dl). The customer stated was okay and declined further follow up.